Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had a refill and the concentration was changed. The caller stated that the old concentration was removed through the catheter access port; a bridge bolus was not programmed. Per the caller the patient went to the emergency room today due to confusion and may be admitted to the intensive care unit. No further complications have been reported as a result of this event.